Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular short interval count v-sic=242 counts avg/day, in 13.11 days, between (B)(4) 2012. One patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. Daily pace impedance trend data shows an abrupt increase for rv pace = 736 to inf (un-filtered data) ohms peak between (B)(4) 2012.

Event description:
It was reported that the right ventricular lead had high impedance and oversensing which triggered a patient alert. The lead was capped and replaced. No patient complications have been reported as a result of this event. It was reported that the right ventricular lead had high impedance and oversensing which triggered a patient alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.